Manufacturer narrative:
The insulin pump was received with frozen display due to moisture damage at electronic assembly. Also, it was received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement test, operating currents test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unable to confirm no button response due to frozen display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and broken reservoir tube lip. The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose level was 253 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.